Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient had less than 50% therapeutic relief. The lead was replaced during the revision procedure. The new lead was placed at a higher level. Additional information received reported that the lead was successfully replaced and the patient had full coverage of the painful are post operation. The patient had not been seen for a follow-up at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).